Event description:
The customer reported that the system was mixing pt images (data mix). There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine drive and the power cable connectors were replaced during the service call. The system was tested and found to be working as intended and put back into service.